Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an event history log review, and a service history review were performed. The damaged door was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.